Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the root cause of the message was the old ins and the new ins were both on the sterile field next to each other. The representative disconnected their communicator and table to leave the case. The representative tried to connect their communicator to the battery, yet the communicator was confused on what battery to read and it gave the incompatible device message. It was noted the new ins that the representative was trying to communicate with was on the sterile field and they were not able to put the communicator directly over the battery. The representative checked to make sure the app was on the correct update and they reconnected using their tablet and communicator to the new ins so they could finish the case. The communicator and tablet were used for patient reprogramming and they connected fine. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller states that the patient (pt) had their neurostimulator (ins) replaced today. The caller states that her tablet was connected to the new ins during the procedure without incident. However, the caller states that she disconnected from ins and the representative attempted to connect with his tablet and saw a message 'incompatible device'. At that juncture, they re-connected with the caller's tablet and resumed normal replacement/programming process. The caller was inquiring why his would occur. Agent reviewed it was likely the feature flag was incorrect; however, the caller had the tablet in her possession and confirmed 'd' was feature flag and also noted that she was able to use the tablet to connect to another pt's ins without issue after this 'incompatible device' message issue. The caller mentioned that when the issue occurred in the or, both stimulators were within the sterile field. Both agent and caller agreed the most likely scenario is the app was simply 'picking up' the wrong ins. No further action was taken at this time. No symptoms were reported.